Event description:
From staff: dr. Pointed out some foreign material in a sterile biopsy tray, looked like something organic initially thought to be a piece of dry grass, this was refolded and removed to nursing manager's office. On assessment afterward nursing manager palpated debris and describes it as " hard, like cardboard" a new tray was used for the procedure.